Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. The doctor was suturing the uterus and the needle tip broke off. They found the needle tip next to the patient so they did not have to do an x-ray to look for it. There were no surgical delays reported. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/22/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? If not retrieved, in what tissue structure the needle was retained? Is there any plan in place to remove the needle in the future? Please provide details. What is current condition of the patient? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/11/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one used needle suture piece was received for analysis. Product code vcp358h. During visual inspection of the returned sample, it was observed that the needle was broken at the tip area. Besides that, crimping marks likely cause by a surgical instrument were observed. A photo was provided showing one needle suture piece. The needle was broken at the tip area. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Per the conditions of the returned sample, no conclusion could be reached due to the sample needs additional evaluation by hsa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.